Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Received clarification from the customer that the tissue pad melted and did not detach. Event does not meet the criteria for a reportable event

Event description:
It was reported that during a pancreatectomy procedure, the teflon fell and the device stopped working. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. There was a delay of forty minutes. The patient is stable.